Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address hip pain, suspected reaction to metal debris present. It was noted that the patient is bi-lateral and will have the other side revised in the near future.